Event description:
The patient underwent pelvic surgery in 2004. In about one year later, the patient's family member was able to feel the mesh. During examination in about 3 weeks later, a 3 x 2 mm mesh exposure was noted. Estrogen vaginal cream has been prescibed and the mesh will be surgically resected.

Manufacturer narrative:
B5: pt report stress urinary incontinence and hypermobility and grade 1-2 cystocele diagnosed on 5/17/06. A sling procedure was performed on 5/30/06 to address the incontinence. The cystocele is asymptomatic, and nothing is to be done at this time. The pt is currently doing well. Additional info f-10: 1928 - not labeled, 2200 - cystocle occurred - not labeled. H-6 conclusion: in this case, the device performed as intended, correcting the non-operated compartment is a well described problem of prolapse surgery, occurring approx 30% of the time. In this case, the posterior compartment underwent prolift, while the anterior compartment did not, and ultimately the pt developed a cystocele and sui. Apparently the cystocele is asymptomatic as the pt is to undergo a sling for the sui with no correction of the cystocele. At any rate, the problem is not device related nor is the further intervention. Pelvic floor repair with gynemesh is not intended to treat or prevent urinary incontinence.